Event description:
Per the end user, the skin is becoming red and itching under the tape collar. Uses adhesive remover wipes and washes with antibacterial soap. The user stated that once they wash and dry skin, the redness and itching disappear. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: s4s/sur-fit natura 2pc-2pc durahesive (dh) moldable wafer.